Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. On (B)(6) 2009 the patient experienced a small exposure of mesh in right vaginal sulcus retropubically and it was removed on (B)(6) 2009. It was also reported that the patient experienced polyps within uterus and no further exposure identified to this date. Additional information has been requested.